Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device exhibited error code 1260. The event occurred, during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1260. The reported problem, error 1260, was verified by power up process testing. The cause is the real time clock (rtc) battery. Replaced the (rtc) battery to correct the issue. The device passed all functional tests after the repair.